Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer had been using the same cartridge for over 3 days. Tandem customer technical support educated caller that the cartridge is only labelled for use for up to 72 hours. Customer changed cartridge and infusion set to address the issue.